Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the fentanyl bag was empty after approximately 30 minutes and there was fluid dripping out of the bottom of the pump channel. The clinician noticed the tubing had a pin prick size hole below the blue fitment of the tubing. The hole was visible however when the bag was squeezed the tubing leaked. They replaced the tubing without further issues. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment, measuring 0.0272 inches long. Visual examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing was performed; a leak was observed coming from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Event description:
The customer reported fluid leaked from the bottom of the pump module during an infusion of fentanyl on a critically intubated patient. The bag of fentanyl was found empty 30 minutes after it was started. The bag and tubing were replaced. Upon inspection of the set that leaked, a pin-size hole was found in the pump segment near the upper fitment. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid leaked from the bottom of the pump module during an infusion of fentanyl on a critically intubated patient. The bag of fentanyl was found empty 30 minutes after it was started. The bag and tubing were replaced. Upon inspection the set that leaked, a pin-size hole was found in the pump segment near the upper fitment. There was no report of patient harm.